Event description:
It was reported that patient presented with an adverse event of pocket infection. The implantable cardioverter-defibrillator (ICD) was explanted. The patient had no consequences.

Manufacturer narrative:
Further information was requested but not yet received.